Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:01 pm CT. The report number is being corrected from: 2124215-2018-62661 to: 2124215-2018-62196.

Event description:
Additional information was received that the patient was brought in office for further testing. Isometrics were done and the noise and out-of-range impedance were able to be reproduced with left arm movements. The physician elected to reprogram the pacemaker to pace and sense in the ventricle only. This product remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to submit a corrected report number and additional information regarding engineering review and analysis of clinical observations.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:01 pm CT.the report number is being corrected from: 2124215-2018-62661 to: 2124215-2018-62196. It is also being filed to include this manufacturer's narrative: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. The threshold measurements were also high, and there was noise note in both unipolar and bipolar. The patient was asymptomatic. This product remains in service. No adverse patient effects were reported.